Event description:
Pt admitted to cardiovert a-fib. Pt was monitored using physio control life pak 9-p/quick combo pacing/defib/shock advisory adaptor. "Synch" mode in use, pt was sedated with brevitol 100 mg / anesthesia. Cardioversion with synch marker on qrs done at 100 joules. Resulting rhythm was v-fib. Pt immediately defibrillated at 200 joules. Converted to regular sinus rhythm w/ 1st degree atrioventricular block; pulse present.